Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer also stated when you turn chair off it will turn itself back on without touching it.